Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and completed pump reset with assistance from technical support.